Manufacturer narrative:
The impella device was not received, only data logs were returned and an investigation was completed. Data logs showed flow was fluctuated during the case corresponded with clinical narrative that triggered auto suction response & suction alarms. Suction issue: product was not returned for review. Based on clinical description & data review, the cause of suction issue was most likely patient condition related since the suction alarms were only triggered when the patient had hypotension, or arrhythmias during support. Difficult/unable to remove issue: the cause of removal issue was unable to be determined as limited clinical details were provided and no product was returned for review. Arrhythmia/major bleed/thrombosis/infection: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary edema: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with bridge to transplant was implanted with an impella 5.5 for mechanical circulatory support. Patient experienced atrial fibrilation which was treated with medication. Additionally patient had bleeding in the lungs and pulmonary edema. Concerns about some infection. Broadening antibiotics. There were positional suction alarms are occurring in the last 24 hours. Clam shell chest closure has prevented any windows for echo to view impella but waveforms suggest positional suction, repositioned bedside under transthoracic echocardiogram. The patient being weaned to p-5 overnight however, increased pulmonary edema. Increased to p-6 and patient doing better. The physician attempted to explant at bedside. Pump was stuck so had to go to operation room to remove. Opened the pocket more and found pump was stuck on the rib. Physician was able to remove successfully without having to open chest. Patient survived the procedure.